Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation"), device dislocation ("migration") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure at an unspecified dose and frequency. In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), rash generalised ("whole body rash / rash on feet and hands"), the first episode of peripheral swelling ("hand swelling"), the second episode of peripheral swelling ("foot swelling") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy and both essure coils were removed on (B)(6) 2015) and surgery (hysterectomy and both essure coils were removed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pelvic pain, rash generalised, first episode of peripheral swelling, second episode of peripheral swelling, dyspareunia and procedural pain outcome was unknown. The reporter considered uterine perforation, device dislocation, genital haemorrhage, pelvic pain, rash generalised, the first episode of peripheral swelling, the second episode of peripheral swelling, dyspareunia and procedural pain to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced uterus perforation, migration and excessive bleeding (seen as genital bleeding). She underwent a hysterectomy and both essure coils were removed. The events are anticipated according to the reference safety information for essure. Uterine/fallopian perforation with essure may occur, most often during insertion. Migration is often used synonymously with perforation. In this case, the exact date and mechanism of uterine perforation and migration are not known. It was not reported which essure coil migrated (right or left) and the exact location was not provided. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation/ perforation (uterus)"), device dislocation ("migration") and genital haemorrhage ("excessive bleeding") in a 35-year-old female patient who had essure (batch no. 50705834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included cesarean section. Concurrent conditions included obesity, ureaplasma test positive, mycoplasma test positive, chlamydia test positive, constipation, vaginitis, vulvovaginitis and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6)2013 to december 2016 for contraception as well as medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In june 2013, the patient experienced pelvic pain ("severe pelvic pain/ pain"), 1 month 2 days after insertion of essure. In june 2013, the patient experienced urticaria ("rashes or skin conditions type: hives"). In june 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In june 2013, the patient experienced urinary tract infection ("infection (bladderlurinary tractnaginal) type: uti"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain") and autoimmune disorder ("autoimmune disorder type of disorder: chronic autoimmune reaction from essure"). In july 2013, the patient experienced migraine ("migraines"). In june 2014, the patient experienced nausea ("nausea"). In 2015, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation") and headache ("headaches"). On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In october 2015, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6)2015, the patient experienced allergy to metals ("nickel allergy"). In december 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash generalised ("whole body rash / rash on feet and hands"), peripheral swelling ("hand and foot swelling"), decreased appetite ("loss of appetite"), anxiety ("psychological or psychiatric problems condition: mental anguish") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, device dislocation, rash generalised, peripheral swelling, dyspareunia, procedural pain, dysmenorrhoea, urinary tract infection, constipation, weight decreased, headache, nausea, allergy to metals, depression, bladder disorder, urinary tract disorder, anxiety and autoimmune disorder outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, migraine, urticaria, abdominal pain and back pain had resolved and the decreased appetite had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune disorder, back pain, bladder disorder, constipation, decreased appetite, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, procedural pain, rash generalised, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: four to eight coils were noted in the cavity current weight 170 lbs. Patient take leave from date: (B)(6)2013 to (B)(6)2015 for reason: missed about 20 days each year exhausted pto to take the time off. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: events: anxiety, lower back pain and autoimmune disorder were added. Event onset date and outcome were updated. Concomitant drugs were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation/ perforation (uterus)"), device dislocation ("migration") and genital haemorrhage ("excessive bleeding") in a 35-year-old female patient who had essure (batch no. 50705834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included cesarean section. Concurrent conditions included overweight, ureaplasma test positive, mycoplasma test positive, chlamydia test positive, constipation, vaginitis, vulvovaginitis and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013 the patient had essure inserted. In 2014, 1 month 2 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/ pain"). In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced urinary tract infection (" infection (bladderlurinary tractnaginal) type: uti"), constipation ("gastrointestinal or digestive system condition type: constipation"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") and urticaria ("hives"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash generalised ("whole body rash / rash on feet and hands"), peripheral swelling ("hand and foot swelling"), abdominal pain ("abdominal pain") and decreased appetite ("loss of appetite"). The patient was treated with surgery (hysterectomy and both essure coils were removed on (B)(6) 2015) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, rash generalised, peripheral swelling, dyspareunia, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, constipation, weight decreased, migraine, headache, nausea, allergy to metals, depression, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown, the pelvic pain, fatigue and urticaria had resolved and the decreased appetite had not resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, constipation, decreased appetite, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, procedural pain, rash generalised, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: four to eight coils were noted in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Most recent follow-up information incorporated above includes: on 13-mar-2018: reporters added and updated patient demographics. Historical condition, concomitant disease, laboratory data, and concomitant drugs were reported. On (B)(6) 2013, she implanted essure (previously reported as (B)(6) 2013). Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue,gastrointestinal or digestive system condition type: constipation, infection (bladder,lurinary tract vaginal) type: uti, migraines/ headaches, nausea, nickel allergy, hives, psychological or psychiatric problems condition: depression, weight gain / loss specify which one: weight loss. Updated events and outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation/ perforation (uterus)"), device dislocation ("migration") and genital haemorrhage ("excessive bleeding") in a 35-year-old female patient who had essure (batch no. 50705834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included cesarean section. Concurrent conditions included overweight, ureaplasma test positive, mycoplasma test positive, chlamydia test positive, constipation, vaginitis, vulvovaginitis and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2013, 2 years 5 months after insertion and 10 days after removal of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2014, the patient experienced pelvic pain ("severe pelvic pain/ pain"). In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced urinary tract infection (" infection (bladderlurinary tractnaginal) type: uti"), constipation ("gastrointestinal or digestive system condition type: constipation"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") and urticaria ("hives"). In (B)(6) 2015, the patient experienced weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash generalised ("whole body rash / rash on feet and hands"), peripheral swelling ("hand and foot swelling"), abdominal pain ("abdominal pain") and decreased appetite ("loss of appetite"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, rash generalised, peripheral swelling, dyspareunia, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, constipation, weight decreased, headache, nausea, allergy to metals, depression, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown, the pelvic pain, fatigue, migraine and urticaria had resolved and the decreased appetite had not resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, constipation, decreased appetite, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, procedural pain, rash generalised, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: four to eight coils were noted in the cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation/ perforation (uterus)"), device dislocation ("migration") and genital haemorrhage ("excessive bleeding") in a 35-year-old female patient who had essure (batch no. 50705834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included cesarean section. Concurrent conditions included overweight, ureaplasma test positive, mycoplasma test positive, chlamydia test positive, constipation, vaginitis, vulvovaginitis and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2013, 2 years 5 months after insertion and 10 days after removal of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2014, the patient experienced pelvic pain ("severe pelvic pain/ pain"). In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced urinary tract infection (" infection (bladderlurinary tractnaginal) type: uti"), constipation ("gastrointestinal or digestive system condition type: constipation"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In october 2015, the patient experienced procedural pain ("painful post-operative recovery"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") and urticaria ("hives"). In december 2015, the patient experienced weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash generalised ("whole body rash / rash on feet and hands"), peripheral swelling ("hand and foot swelling"), abdominal pain ("abdominal pain") and decreased appetite ("loss of appetite"). The patient was treated with surgery (hysterectomy and both essure coils were removed on (B)(6) 2015 and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, rash generalised, peripheral swelling, dyspareunia, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, constipation, weight decreased, headache, nausea, allergy to metals, depression, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown, the pelvic pain, fatigue, migraine and urticaria had resolved and the decreased appetite had not resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, constipation, decreased appetite, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, procedural pain, rash generalised, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: four to eight coils were noted in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs was received: the start date of event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea and depression have been changed to 2013. Pelvic pain is severe and constant. The plaintiff recovered from migraine shortly after essure removal. Current weight 178 lbs.approximate weight at the time of essure placement 220 lbs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ perforation (uterus)') and device dislocation ('migration') in a 35-year-old female patient who had essure (batch no. 50705834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included cesarean section. Concurrent conditions included obesity, ureaplasma test positive, mycoplasma test positive, chlamydia test positive, constipation, vaginitis, vulvovaginitis and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2016 for contraception as well as paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/ pain"), 1 month 2 days after insertion of essure. In (B)(6) 2013, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder urinary tractnaginal) type: uti"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain") and autoimmune disorder ("autoimmune disorder type of disorder: chronic autoimmune reaction from essure"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2015, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation") and headache ("headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), rash ("whole body rash / rash on feet and hands"), peripheral swelling ("hand and foot swelling"), decreased appetite ("loss of appetite"), anxiety ("psychological or psychiatric problems condition: mental anguish"), back pain ("lower back pain") and dyshidrotic eczema ("dyshidrotic eczema"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, rash, peripheral swelling, dyspareunia, procedural pain, dysmenorrhoea, urinary tract infection, constipation, weight decreased, headache, nausea, allergy to metals, depression, bladder disorder, urinary tract disorder, anxiety, autoimmune disorder and dyshidrotic eczema outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, migraine, urticaria, abdominal pain and back pain had resolved and the decreased appetite had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune disorder, back pain, bladder disorder, constipation, decreased appetite, depression, device dislocation, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, procedural pain, rash, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: four to eight coils were noted in the cavity current weight 170 lbs. Patient take leave from date: (B)(6) 2013 to (B)(6) 2015 for reason: missed about 20 days each year exhausted pto to take the time off. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ perforation (uterus)') and device dislocation ('migration') in a 35-year-old female patient who had essure (batch no. 50705834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included cesarean section. Current weight was 178 lbs. Concurrent conditions included obesity, ureaplasma test positive, mycoplasma test positive, chlamydia test positive, constipation, vaginitis, vulvovaginitis and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2016 for contraception as well as paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/ pain"), 1 month 2 days after insertion of essure. In (B)(6) 2013, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladderlurinary tractnaginal) type: uti"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain") and autoimmune disorder ("autoimmune disorder type of disorder: chronic autoimmune reaction from essure"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2015, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation") and headache ("headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), rash ("whole body rash / rash on feet and hands/rash"), peripheral swelling ("hand and foot swelling"), decreased appetite ("loss of appetite"), anxiety ("psychological or psychiatric problems condition: mental anguish"), back pain ("lower back pain"), dyshidrotic eczema ("dyshidrotic eczema") and post procedural complication ("post removal complications"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, peripheral swelling, dyspareunia, procedural pain, dysmenorrhoea, urinary tract infection, constipation, weight decreased, headache, nausea, allergy to metals, depression, bladder disorder, urinary tract disorder, anxiety, autoimmune disorder, dyshidrotic eczema and post procedural complication outcome was unknown, the genital haemorrhage, pelvic pain, rash, vaginal haemorrhage, menorrhagia, fatigue, migraine, urticaria, abdominal pain and back pain had resolved and the decreased appetite had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune disorder, back pain, bladder disorder, constipation, decreased appetite, depression, device dislocation, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, post procedural complication, procedural pain, rash, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: four to eight coils were noted in the cavity current weight 170 lbs. Patient take leave from date: (B)(6) 2013 to (B)(6) 2015 for reason: missed about 20 days each year exhausted pto to take the time off. Plaintiff received treatment for pain, bleeding, autoimmune. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: post removal complications added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ perforation (uterus)') and device dislocation ('migration') in a 35-year-old female patient who had essure (batch no. 50705834) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included cesarean section. Concurrent conditions included obesity, ureaplasma test positive, mycoplasma test positive, chlamydia test positive, constipation, vaginitis, vulvovaginitis and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2013 to december 2016 for contraception as well as medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/ pain"), 1 month 2 days after insertion of essure. In (B)(6) 2013, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladderlurinary tractnaginal) type: uti"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain") and autoimmune disorder ("autoimmune disorder type of disorder: chronic autoimmune reaction from essure"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In 2015, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation") and headache ("headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), rash ("whole body rash / rash on feet and hands"), peripheral swelling ("hand and foot swelling"), decreased appetite ("loss of appetite"), anxiety ("psychological or psychiatric problems condition: mental anguish"), back pain ("lower back pain") and dyshidrotic eczema ("dyshidrotic eczema"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, rash, peripheral swelling, dyspareunia, procedural pain, dysmenorrhoea, urinary tract infection, constipation, weight decreased, headache, nausea, allergy to metals, depression, bladder disorder, urinary tract disorder, anxiety, autoimmune disorder and dyshidrotic eczema outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, migraine, urticaria, abdominal pain and back pain had resolved and the decreased appetite had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune disorder, back pain, bladder disorder, constipation, decreased appetite, depression, device dislocation, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, procedural pain, rash, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: four to eight coils were noted in the cavity current weight 170 lbs. Patient take leave from date: (B)(6) 2013 to (B)(6) 2015for reason: missed about 20 days each year exhausted pto to take the time off. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event¿ dyshidrotic eczema¿ was added. Reporter was added.. Previously reported event" genital bleeding" seriousness criterion was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced uterus perforation, migration and excessive bleeding (seen as genital bleeding). She underwent a hysterectomy and both essure coils were removed. The events are anticipated according to the reference safety information for essure. Uterine/fallopian perforation with essure may occur, most often during insertion. Migration is often used synonymously with perforation. In this case, the exact date and mechanism of uterine perforation and migration are not known. It was not reported which essure coil migrated (right or left) and the exact location was not provided. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.